Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a pericardial effusion as the placement of the right ventricular (rv) lead resulted in perforation. Blood was drained from the chest area and the patient was kept overnight for observation. No additional adverse patient effects were reported.